Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate remained static at 50 units. The customer's blood glucose was 193 (mg/dl). Reportedly, the customer continued to use the cartridge and the insulin gauge began decreasing as expected.